Event description:
Date of event: best estimate is (B)(6) 2011. According to the information received, an end user reported a catheter gave him an infection and caused him injury. User stated that the holes at the tips looked sharp.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.